Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6), 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no procedural complications and the patient did not present with any complications during the post-operative visit. The patient was last seen on (B)(6), 2012 due to pelvic pain on the left side. The patient was diagnosed with a potential left inguinal hernia. The patient was referred to another specialist for evaluation. The results of the evaluation were normal. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.